Event description:
Additional information was received. It was reported that at the moment there was no cause of the oor determined. An appointment was scheduled for (B)(6) 2025. When asked if there was an impedance issue the manufacturer representative (rep) responded "maybe" and that they would check on (B)(6) 2025. The actions taken or planned to resolve the oor are an ins check and an impedance check and that the patient told the rep in a call that sometimes he has an oor issue and sometimes the ins works normally. The issue was not resolved. It was reported that the cause of the patient feeling stimulation when the ins was off was actually unknown. The further actions taken or planned to resolve the stimulation issue are an in-person follow-up in the outpatient clinic. It was unknown if the stimulation issue has since been resolved. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had their appointment on (B)(6) 2025. He had lifted heavy cabinets due to his work and in the process the leads dislocated. However, it was generally a case of ¿subcutaneous field¿ stimulation. This was why he suddenly had the paresthesia sensation in the completely wrong place. The x-ray provided clarity. A revision of the leads is needed.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw a message on their controller that identified the "out of regulation" message, and they could not decrease the stimulation amplitude. The patient also noted that even if the ins was shown as switched off, they still felt stimulation. The patient was advised to contact their healthcare provider to have their system checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the revision was scheduled for (B)(6) 2025. The rep thought the patient would get new leads.

Event description:
Additional information was received from the rep. It was reported that there was no problem with the leads. It was only a problem with the recharger, so the patient would be sent a new recharger and they didn't need any surgery. The rep was to see the patient on (B)(6) 2025 to check the new recharger and the ins. Additional information received from the rep reported that the issue was resolved. The new recharger was connected, and impedance check was normal, and the stimulator worked. There was no oor. After the recharger replacement, the new recharger worked normally.

Manufacturer narrative:
H2. Correction: please note, additional information received reported that the scheduled lead revision was not needed, thus the event no longer meets the definition of a serious injury and h6 code 1905 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.